Event description:
It was reported that following an anchor revision (MFR number: 3006630150-2024-05950) the patients spinal cord stimulation (scs) lead placement was affected. Imaging confirmed lead migration and high impedance on the contact was noted on the right lead. The patient underwent lead replacement procedure and doing well postoperatively. The explanted devices were discarded by the facility.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2317500, model: sc-2317-50, serial: (B)(6), and batch: 7076928.